Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection found there was separation in the weld of the handle and a piece of red wire was returned along with the handpiece. The product analysis found the device's jaw opening and closing mechanism was functioning properly. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The red wire returned does not appear to be a part of the handpiece. It was reported that the component was disengaged and wire was broken. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of weld damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after several usages during thoracoscopic lobectomy, the red wire was noticed when the ligasure was inserted from the port to use it again. There was no output conducted. When the device was removed from the port, the red wire also came out in broken state. The broken piece fell into the patient's cavity but retrieved. No x-ray was performed, and no additional medical procedure needed to remove the piece from the patient. There was no patient injury. Photographs were received and showed that the red wire was detached from the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after several usages during thoracoscopic lobectomy, the red wire was noticed when the ligasure was inserted from the port to use it again. There was no output conducted. When the device was removed from the port, the red wire also came out in broken state. There was no patient injury. Photographs were received and showed that the red wire was detached from the device.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after several usages during thoracoscopic lobectomy, the red wire was noticed when the ligasure was inserted from the port to use it again. There was no output conducted. When the device was removed from the port, the red wire also came out in broken state. The broken piece fell into the patient's cavity but retrieved by grasping with the forceps. No x-ray was performed, and no additional medical procedure needed to remove the piece from the patient. There were four holes and small incision. There was no patient injury. Photographs were received and showed that the red wire was detached from the device.